Event description:
It was reported by the customer "PICC was placed on patient for out patient therapy, patient returned to facility due to crack in PICC lumen leg". PICC had to be replaced.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.